Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient abnormal transmitter behavior on (B)(6) 2015. The patient stated that the transmitter battery may be leaking. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).